Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the scope communication error (b30) occurred due to a communication failure caused by a temporary failure of the scope contacts because according to the evaluation information, the scope worked and the problem was resolved after cleaning the contacts on the scope. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. The event can be prevented by following the instructions for use which state: clean the output socket regularly using the light source socket cleaning kit (maj-2087, optional). For details, refer to the instruction manual for the light source socket cleaning kit. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the xenon light source had errors b30 and e216 (scope communication error). The issue occurred during an unspecified procedure. There were no reports of patient harm.